Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ple60a device was returned in good visual condition and with an ecr60g loaded in the device. Additionally, the reload was received with the left side fully fired, right side outer row partially fired 1/3 and the left two inner rows unfired. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a sleeve gastrectomy procedure the surgeon fired the second firing across the stomach with a green reload, the knife blade cut and the staples fired on the remnant side but not on the patient side. When the surgeon observed the staple line there was bleeding at the site; they controlled the bleeding by using a second device with a green reload and firing next to the first staple line. When they observed that firing the device had fired a good staple line but the surgeon had to shorten the sleeve. No patient consequence. Patient did not require blood products. The device is returning for analysis. There was no other information available.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: it was communicated that the surgeon stated the tissue was of normal thickness for the reload size. Bmi of the patient unknown at this time.